Event description:
It was reported that the pt's device was occasionally turning itself off. The pt was used to it happening and didn't always notice it right away. She wasn't sure if it was random or due to store security devices. Further info is being requested from the hcp.